Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the surgeon was using the device and the tissue pad detached. No patient consequence was reported. They do not know if the tissue pad fell into the patient. There were no or contacts listed on the note that was on the device sent to purchasing.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present, not detached as reported. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted. During the analysis the "advance tissue technology not available" screen did show up. This message should not have been displayed according to the device usage information register on the eeprom. No conclusion can be reach on why the message was displayed.